Event description:
It was reported the intraocular lens was removed and replaced without complication at one year post operative. Patient reported shadows in the visual axis and very poor night vision due to glare.

Manufacturer narrative:
The intraocular lens was discarded and not returned to the manufacturer for analysis. No additional complaints for product manufactured in this lot have been received. Lens met all manufacturing specifications prior to release. While we are unable to definitively determine the cause of this event, we do not believe it is manufacturing related. Device discarded by account